Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The purpose of this study was to assess and highlight 3 cases regarding patients with depuy hylamer-m polyethylene inserts experiencing significant adverse events. The authors report 2 cases in which early massive osteolysis of the posterior condyles of the femur occurred, 5 years after a depuy (warsaw, in) amk total knee prosthesis was placed with the use of a hylamer-m liner (cases 2 and 3). Additionally, they report one case of early delamination of a hylamer-m insert requiring revision (case 1). Case number 3 involved a (B)(6) year old man that had a right amk tka prosthesis with hylamer-m insert placed in 1993, 4 years before presentation. Radiographs of the knee showed massive, cystic areas of bone loss about the posterior lateral femoral condyle. This bone loss had been followed for 2 years while the patient remained asymptomatic and the bone loss continued in a progressive fashion. Because of the symptoms and obvious loosening of the femoral component, the patient was scheduled for revision tka. Intraoperatively, it was noticed that the femoral component was well seated, and it was not possible to pry this component loose. There was a large cavitary lesion measuring 4.5 cm 3 3.5 cm 3 3.5 cm about the posterior lateral femoral condyle, however. Numerous pits .2 mm wide and .3 mm deep were noted on the medial and lateral portions of the polyethylene spacer. Extensive delamination also was noted medially. Femoral head allograft was placed through the small window in the cortex of the posterior lateral femoral condyle and used to fill in the massive cavitary defect. The polyethylene spacer also was changed. The tibial component, similar to the femoral component, was well seated and could not be removed.